Event description:
The customer reported that during a device check by clinical engineering, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. An archive review could not be performed because the data could not be downloaded. Therefore, the specific type of system error could not be identified. The root cause of the system error was the defective processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2008 and is almost 18 years old. The archive data could not be downloaded due to the defective processor board. The autopulse platform failed preliminary functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The defective processor board needs to be replaced to remedy the system error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).